Event description:
A customer contacted beckman coulter inc. (Bec) reporting that their coulter act diff analyzer gave erratic cbc results for a (B)(6) patient drawn via heel stick. The patient was redrawn via heel stick the same day and the following day, another heel stick was performed with results that were released as correct. The results provided by the customer are shown in the attachment. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
Qc ran within range before the incident and the instrument is currently performing within qc specification. A field service engineer (fse) went on-site the day of the event and inspected the instrument. Fse did not find any issues with the instrument and performed a reproducibility test, which passed within specifications. Per customer, all other samples ran without any problems. The cause of this event is likely sample related.